Event description:
Related manufacturer reference number: 3006705815-2022-00356. Related manufacturer reference number: 3006705815-2022-00355. It was reported that the patient was receiving the "replace generator soon" message. Upon interrogation, it was also revealed that one of the patient's leads was exhibiting high impedances. The patient is still receiving effective therapy. Surgical intervention is anticipated. Note: it is unknown which lead is displaying high impedances, so both are being reported on.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction - device analysis confirmed that there was no issue with this lead, the lead is no longer reportable. The report of high impedance was not confirmed. Analysis of the 3189 lead did not identify any anomalies and it passed output resistance and insulation resistance between contacts testing.

Event description:
Device analysis confirmed that there was no issue with this lead.

Event description:
Additional information received that patient underwent surgical intervention where in the leads and ipg were explanted and replaced restoring effective therapy.